Event description:
It was reported that the proximal filter was unable to be fully recaptured. The sentinel cerebral protection system was successfully prepped and advanced into the patient. When the physician attempted to deploy the proximal filter inside the patient, the proximal filter deployed half way and then got jammed. The physician was unable to fully deploy the proximal filter nor fully retract the proximal filter. The sentinel device was removed from the patient with the proximal filter partially unsheathed. Once outside the patient, the physician attempted to deploy the sentinel on the table however the device remained stuck. No patient complications were reported and the patient is fine.